Manufacturer narrative:
This patient's left spinal rod fractured a few months ago, but patient was not symptomatic enough to have replacement surgery. Now the right rod has fractured and the patient has become symptomatic requiring surgery. The fractured spinal rods and any other appropriate "hardward" will be removed on (B)(6) 2018. New rods will replace the broken rods spanning from t4-s2 and the surgeon is planning to get 10-15 degrees more lordosis through the pseudarthrosis. (B)(4). Exemption e2017030.

Event description:
This patient's left spinal rod fractured a few months ago, but patient was not symptomatic enough to have replacement surgery. Now the right rod has fractured and the patient has become symptomatic requiring surgery. The fractured spinal rods and any other appropriate "hardward" will be removed on (B)(6) 2018. New rods will replace the broken rods.